Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reoccurs, and they acknowledged and understood these instructions.